Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button was not working. The customer¿s blood glucose was 156 mg/dl. The customer need 2 to 3 times to push act button, but was having a hard time. The insulin pump will not be returned for analysis.